Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that there was no alarm for an urgent low on the g6 mobile application. The patient stated on (B)(6) 2019 at 7:45 am, he felt unspecified symptoms consistent with hypoglycemia. He checked his continuous glucose monitor (cgm) and saw the value was at 67 mg/dl but he was not alerted by audio or vibration. He checked his fingerstick and it showed 48 mg/dl. He then took glucagon pills, and after a few hours, he was able to bring his blood glucose (bg) back into a safe range. No emergency medical services (ems)/hospital intervention was required. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.